Manufacturer narrative:
The referenced percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2017-02858. Approximate age of device - 2 years, 3 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to an internal short to shield issue with the percutaneous lead (driveline). A percutaneous lead (driveline) replacement had been performed for this patient in the past. No additional information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) was confirmed. Approximately 39¿ of the driveline was returned, in two segments, a 38¿ section attached to the system controller connector, and a 1¿ section attached to the pump housing. The pump end driveline revealed no discontinuities or shorts. Continuity testing of the distal segment attached to the system controller connector revealed shorts in the orange wire. Visual inspection and high potential testing of the internal leads found the following shorts, at these respective distances from the pump housing: orange: 2¿; red: 4¿; yellow: 4¿; brown: 4". The damage appeared to be consistent with abrasion against the braided shield due to repetitive flexing. As a result of the damage to the insulation, the underlying orange, red and yellow wire conductors were exposed. The reported pump stoppages would have occurred as a result of the exposed conductors of the brown, orange, red or yellow wires contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.